Manufacturer narrative:
Four 138110 were received in unopened original packaging, the reported catalog and lot numbers were verified. Visual inspection found that samples 1-3 exhibited stress on the poly component of the packaging. All of the devices were dye leak tested. Dye leak testing found that only sample 1 exhibited a breach of the sterile barrier. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. There have been 4 complaints for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 36 complaints, regarding 94 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: contraindications: these devices should never be used when: there is visible evidence of damage to the exterior of the device such as cracked or damaged plastic. These devices fail the inspection described herein. Safety tips: inspect and test each device before use. Inspection: these devices should be inspected before each use. Visually examine the devices for obvious physical damage including: cracked, broken or otherwise distorted plastic parts, damage including cuts, punctures, nicks, abrasions, unusual lumps, significant discoloration. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The distributor reported a "tear" on the sterile pouch of the 138110 device. This would be an obvious defect to the user and was therefore not deemed a reported device failure. However, the complaint device was returned to conmed for evaluation and a sterile breach was found. No patient involvement as this defect was found during incoming inspection. This incident will be reported as a device malfunction with potential for injury upon reoccurrence.